Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that saline leaked out of the septum while the cartridge was being fill with saline. Reportedly, the user may not have pushed the needle deep enough while the cartridge was being filled. The user¿s blood glucose level was not impacted as the pump was being used with saline. The user successfully loaded a new cartridge.